Event description:
It is reported that a customer was hospitalized three times for hypoglycemia. It is unknown weather the insulin pump had anything to do with the hospitalization. The customer's blood glucose was unknown. The customer stats that they are no longer on insulin pump therapy. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.